Manufacturer narrative:
The abbott technical customer service assisted the customer with troubleshooting the issue and determined that the leaking nozzle at the cuvette washer. During the site visit by the abbott field service representative (fsr), replaced tbg, wash manifold - h2o nozzle #5 b (rohs) (pn 7-203031-01) which resolved the customer issue. A review of the architect, serial number (B)(6), service history, revealed no additional erratic or discrepant patient results reported after the part was replaced. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the architect c16000 systems found no systemic issues or trends for erratic/discrepant results. A historical data review for the tbg, wash manifold - h2o nozzle #5 b (rohs) (pn 7-203031-01) revealed no trends. The architect system operations manual and the architect c16000 service and support manual, provide adequate information, troubleshooting, and maintenance concerning erratic / discrepant results: including, but not limited to, replacing the tbg, wash manifold - h2o nozzle #5 b. Based on the investigation no product deficiency was identified for either the architect, (B)(6), or the tbg, wash manifold - h2o nozzle #5 b.

Manufacturer narrative:
Patient identifier = (B)(6) male and (B)(6) female. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased sodium results on architect c16000 processing module for multiple patients. The results provided were: all repeated results on another architect (B)(4) analyzer. On (B)(6) 2020 (B)(6) male sodium=110 mmol/l /repeated =<100 mmol/l, on (B)(6) 2020 repeated on same and different instrument sodium=141 mmol/l and 142 mmol/l and 140 mmol/l. (B)(6) female sodium=118 /repeated =<100, on 23sep2020 repeated on same and different instrument sodium=143 mmol/l and 142 mmol/l. Normal reference range for sodium=137 mmol/l to 146 mmol/l there was no reported impact to patient management.